Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -07.50 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.